Manufacturer narrative:
Investigation included remote troubleshooting, guided supply change, and review of device reports. Investigation of this case revealed no visible kinks or leaks, successful reconnection and priming, and an interruption in insulin delivery due to pausing and disconnecting the device for charging. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced persistent high glucose alerts and hyperglycemia with blood glucose (bg) levels of 400 mg/dl after a supply change on the ilet, with difficulty disconnecting the cap from the infusion set and a subsequent pause and disconnection of the ilet for charging, after which insulin delivery was resumed and drops were observed before insertion. Symptoms included thirst. Outcomes included no injury, no hospitalization, and a request for follow-up to ensure glucose reduction.